Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced a subscapularis tear, pain and decreased function. The surgeon recommended revision surgery, but the patient declined in order to address their knee which they considered more bothersome at that time. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 300-60-02 - stemless humeral comp laser cage, size 2: (B)(6), 310-62-50 - stemless humeral head 50mm x 16mm x beta: (B)(6), 314-24-34 - laser cage glenoid l, 8 post aug, right: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the consideration of shoulder surgical revision reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.